Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. The microcatheter was returned with the concomitant guide wire being inside. Approximately 110 mm of the distal wire segment was out of the catheter tip and the guide wire was caught by the snare. Microscopic observation of the catheter tip found that the tip was severely twisted and deformed. Distal to the deformed tip, coil wire of the guide wire was found fractured and gathered towards the wire tip exposing the core wire beneath. Coils of the distal wire segment were found disarranged due to accumulated torsion. Investigation of the production record could not be performed because lot information was unavailable. Although review of manufacturing records could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Based on the obtained information and investigation outcome, it was presumed that the guide wire was being trapped between the vessel wall and the deployed stent due to vessel condition; torsion that applied upon wire removal caused the coils to become disarranged; disarranged coils negatively affected sliding ability between the catheter lumen and the guide wire and contributed to deformation of the catheter tip; deformed catheter tip caught the guide wire inside; and eventually, additional torsion accumulated on the guide wire caused the coil wire to become fractured. Although this event was not related to the device's product quality, snaring of the stuck devices was considered additional intervention. The catheter tip was severely damaged so that a possibility that tip polymer fragment being left inside the anatomy could not be completely ruled out. Instructions for use states: [malfunction] damage (separation, kink, bend, deforming, damage to the hydrophilic coating), withdrawal difficulty, and trap with guide wire; and, [how to use] the user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.

Event description:
It was reported that the subject microcatheter became stuck on a concomitant asahi guide wire that was used as a buddy wire during a pci to treat a moderately calcified 90-99% stenosis in the left main to the lad #6. After a des was deployed, the microcatheter became stuck on the concomitant guide wire and could not be removed. A gooseneck snare was used and both microcatheter and guide wire were successfully removed. Ivus confirmed that there were no fragments left in the artery. Expansion of the deployed stent was also confirmed. The pci was completed with reestablished blood flow. Reportedly, the patient was fine without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.